Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the laser probe did not fit into the cannula during a surgical procedure. The laser probe was exchanged to complete the surgery. There was no harm to the patient.

Manufacturer narrative:
Additional information is provided. The 25 gauge illuminated flex curved laser probe was received and a visual assessment of the returned sample showed no obvious non-conformities. The laser probe was inserted into a known good 25ga trocar cannula and passed through with no noticeable resistance. The sample¿s outer cannula diameter was measured. With an outer diameter min/max values of 0.02000 to 0.02050 inches, the sample¿s outer diameter was measured to be 0.02010 to 0.02020, meeting specifications. The 25 gauge illuminated flex curved laser probe was manufactured on december 19, 2017. Based on qa assessment, the product met specifications at the time of release. The sample was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).